Event description:
It was reported that patient underwent a total hip arthroplasty implanting competitor product on an unknown date. Subsequently, patient was revised on (B)(6) 2012 to a biomet cup and liner. During the procedure, the surgeon put the cup in place but was unable to firmly seat the liner. After several attempts, the surgeon removed the cup and liner and replaced with a different cup and liner. As a result, there was a delay of approximately one hour.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The returned liner was evaluated and found to have a significant amount of damage to the outer spherical radius, nearly all scallops, circlip groove, bore and the high wall aspect of the implant around the front face, all of which are most likely the outcome of fitting and removal during the procedure. There was no obvious damage that would indicate a circlip was fitted. Liner was checked using an acceptance gauges and plug gauges and passed all tests. All measured dimensions generally fell within the drawing tolerances, with the exception of a calculated dimension which may be the result of the damage around the scallops. From the analysis carried out, this liner should have fit the mating acetabular cup with ease. There is no clear indication that the circlip engaged into its mating groove, however the damage may hide this evidence. The acetabular shell used during the procedure was not returned with the liner.